Event description:
Additional information was received that gi bleeding was confirmed. On (B)(6) 2019 an occult blood stool was positive. On (B)(6) 2019 a small bowel enteroscopy was performed and a moderate gastric antral vascular ectasia with bleeding was present in the gastric antrum. The examined jejunum, duodenum, and esophagus were normal. Coagulation for hemostasis using argon plasma was successful. On (B)(6) 2019 the patient denied bleeding. Hemoglobin appeared stable on coumadin. The patient will continue on proton pump inhibitors (ppi) and iron.

Manufacturer narrative:
Section a4, b5: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had right ventricule on dobutrex (dobutamine) and gastrointestinal bleed. On admission the patient received 2 units of packed red blood cells and amlodipine on non-hemodialysis days. Acute blood loss anemia was confirmed. At the end of the admission the patient had stable hemoglobin and hematocrit and inr was therapeutic. The patient was on home dose of warfarin with a planned gastrointestinal consult.

Manufacturer narrative:
Patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was hospitalized for major bleeding. The subject had a cough and presented to the emergency department with difficult breathing. The patient was noted to have a fever and diagnosed to have possible pneumonia. Upon admission the patient's hemoglobin was 6.8 g/dl. The patient admitted to having dark appearing stool for the past 2 weeks. The patient told dialysis nurse but did not call the heart failure clinic. The patient also had nausea 2 to 3 days in the week but no abdominal pain or history of non-steroidal anti-inflammatory drugs (nsaid) use. The patient was treated with parenteral antibiotics and a blood transfusion. No additional information was provided.